Event description:
The customer reported that their pump frequently stopped and displayed a code indicating the cartridge was unavailable, requiring replacement. These cartridge alarms started on (B)(6) 2025 and continued despite attempts to resolve through cartridge replacement and reloading. It impacted the customer¿s blood glucose level, causing it to display as "high," prompting the customer to administer a correction injection via manual delivery of insulin. Although a specific value of blood glucose was unknown, the customer did not require third-party assistance. Tandem technical support confirmed the events and decided to replace the pump, informing the customer of the steps to take with the replacement, including updating the pump software and returning the problematic pump within ten days using a pre-paid label.